Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 80 mg/dl at the time of the incident. Customer was using auto mode and performed self test. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and the self test. No unexpected hardware low level failures alarm noted during testing or in the insulin pump history file. Device was received with faded serial number label.